Event description:
Complainant alleged that while attempting to monitor a patient, the device inappropriately shut down. The customer indicated that they replaced the battery and the device powered on without display. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.